Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient did not recall when the alleged power issue started. It is not known if the patient was managing her diabetes with oral medications or insulin at the time the alleged issue started. It is also not known if the patient made any changes to her diabetes management as a result of the alleged issue. On an unspecified date/time, after the issue began, the patient reported that she developed the symptom of sweaty. It is not known what type of medical treatment, if any, the patient received in response to the symptom. At the time of troubleshooting, the cca noted that the patient had not replaced the subject meter's battery. At the time of the call, the patient inserted a new battery and the subject meter powered on. The alleged power issue was resolved with training. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.